Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Refer to the attached analysis report.

Event description:
Reportedly, the pacemaker is concerned by the fsn (B)(4). The device was implanted on (B)(6) 2022 and a follow-up was performed 2 months post implantation. The patient is not pacing dependent.